Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer did not return an air dermatome device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome two times. The last repair was (B)(6) 2016 where it was reported that the dermatome is running when the unit is not activate and the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via medwatch (B)(4) that the device malfunctioned. The physician did a single pass with the device and identified that the width and depth of the cut were not "as set by the dermatome and tried with another blade and a slightly smaller guard." However, the device still was not "harvesting" as it should. No additional patient consequences were reported.